Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a leak. The customer¿s blood glucose level was unknown at the time of the incident. The customer's mom stated her son's insulin pump is leaking insulin. The customer was advised to discontinue use of the insulin pump. The customer was advised to revert to a backup plan per the health care professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/and excessive no delivery test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.